Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 330 mg/dl. Customer tried to deliver a 7.6 unit correction bolus to treat for his blood glucose level when the pump alarmed no delivery. Customer is unable to troubleshoot because he is at work. Customer was asked to save his set if he changes the set to resolve the alarm. Customer treated with a manual injection of 15 units of humalog 1 to treat his blood glucose level since the pump alarmed no delivery again. Customer knows why his blood glucose level is high. Customer stated that it is due to having a no delivery alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.